Manufacturer narrative:
The reported event of the device coming in wet was not confirmed. During the inspection there was no substance on the device or signs of leaking. This event is likely due to a user issue and not as a result of a product failure. The presence of a substance on or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. A probable cause of this failure is not sufficiently drying the handpiece after the wash cycle. Corrosion or a substance inside, on, or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and it was noted that the device was wet upon receipt. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and it was noted that the device was wet upon receipt. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.